Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Per service manual operational and diagnostic analysis confirmed instances of error 200 in the error log. Replaced psu board as identified in the investigation to address the reported issue. The scratched top plate and missing dust cover and missing mounting feet were replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A review into the depuy synthes mitek complaints system revealed two other dissimilar complaints for this device's serial number. At this point in time, no corrective or preventative actions are required as the device has been repaired. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Type of product- vapr gen. Surgery date ¿ no. Patient harm- no. Surgery delay- no. How surgery was completed- another unit. Who¿s unit ¿ cust. Issue- error code 200.